Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 03-nov-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found partially advanced with viscoelastic residue observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, plunger rod, or plunger rod advancement. No lens was received for evaluation; however, a detached haptic was found stuck to the plunger rod. No further evaluation was performed. The complaint issue "detached haptic" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded toric intraocular lens ( iol), the distal haptic of the iol ruptured and became stuck in the injector. This resulted in the inability to correctly position the iol. The patient required a difficult removal of the iol due to a narrow inner chamber caused by hyperopia, requiring the zonular to be disinfected, the need for a capsular ring, and a vitrectomy in the inner chamber. Through additional information provided we learned that an anterior vitrectomy was performed; the iol was replaced with the same model number. It was confirmed that the haptic was missing, it had remained in the injector. The patient had a damaged cornea and endothelium, the surgeon is optimistic after seeing the patient twice. No further information was provided.